Event description:
An 10 mm diameter x 4.0 cm length bridge aurora self-expanding biliary stent system was implanted into a patient for the endovascular treatment of a right iliac artery lesion in 2003. The patient's vessels were reported to be non tortuous with slight calcification. The percentage of stenosis is unknown. The lesion site was not pre-dilated. It was reported that the stent was correctly placed. When the protective sheath cover was pulled back the stent did not expand as intended. It was reported that the physician removed the stent delivery system. The physician then was attempting to insert a 10x40 balloon to expand the stent. When the balloon touched the edge of the stent the stent expanded slightly and became stationary. The physician then inserted the balloon into the stent and completely expanded the stent. No clinical sequelae were reported and the patient is reported to be fine. The device history record revealed that the device met specifications prior to leaving the medtronic ave facility. Medtronic has received the device and analysis is pending.